Event description:
The following description of the event is a summary of all of the info that has been provided to carefusion by the distributor, (B)(4). The distributor, (B)(4) reported that the user facility, (B)(6) reported them that a high frequency oscillatory ventilator (hfov) was tested prior to being placed on a pt and that it passed the testing. After several hours of use on the pt a loss of pressure in the pt circuit occurred. The pt was transferred to another high frequency oscillatory ventilator (hfov).

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Event codes were derived based on info provided by the distributor. By design, in the event of a loss of pressure in the pt circuit, the 3100a high frequency oscillatory ventilator (hfov) stop oscillating and will audibly and visually alarm to alert the clinical staff of a problem with the ventilator. Carefusion has requested add'l info on the reported event and the clinical outcome of the pt on several occasions without success. Additionally, carefusion has requested the return of the alleged faulty cap/diaphragm assembly for eval and carefusion has been told that the alleged faulty cap/diaphragm assembly has been sequestered and will not be turned over to carefusion for eval. Carefusion will continue to seek add'l info on the reported event, the clinical outcome of the pt, and the return of the alleged faulty cap/diaphragm assembly for eval. Should add'l info be received and/or the alleged faulty cap/diaphragm assembly be receive for eval, a f/u medwatch report will be submitted.